Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following up with the site, reported that when the system is rebooted the images come across. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue; the medtronic representative successfully transferred multiple exams to the navigation system from the c-arm without issue. The medtronic representative opted to upgrade the navigation system software and again tested the system; the medtronic representative was able to successfully transferred exams to the navigation system without issue or error.

Event description:
A medtronic representative reported that during a spinal fusion procedure the c-arm images would not transfer to the navigation system. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.